Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing multiple occlusion alarms occurred, and the battery was depleting quickly. Reportedly, customer was using fiasp insulin. Customer changed supplies to address the issue and resumed insulin delivery. Customer's blood glucose level was 258mg/dl.